Event description:
Zipper edges at rt head of bed became separated, opened some, pt getting out of bed as rn entered room to find pt landing on feet, unharmed.======================manufacturer response for a-frame canopy enclosure, posey bed 8060 (per site reporter).======================return for zipper replacement.